Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not boot up or turn on. Therefore, a receiver log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the their receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report the their receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.